Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg has been deemed inoperable, following an unrelated surgery. It was also reported that the device was not placed in surgery mode prior to the procedure. As a result, a representative will continue to attempt troubleshooting the issue.

Manufacturer narrative:
Patient weight was added.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Event description:
Follow up revealed that the patient's ipg may be replaced through surgical intervention at a later date.